Manufacturer narrative:
Investigation summary: "material #: 364314. Lot/batch #: 3137154 . Bd received 3 samples and 1 photo for investigation. The samples and photo were evaluated and the failure mode for incorrect plunger position was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect plunger position was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect plunger position. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported while using a bd preset¿ arterial blood collection syringe, there was insufficient blood flow as the plunger was not in the correct preset position. This occurred 6 times. No impact was reported.